Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5 -4.00d implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The patient underwent bilateral sequential icl surgery. The msi injector delivery system was used but the viscoelastic type used during procedure was not provided. Tass was diagnosed. Anterior chamber irrigation/evacuation of visco/fluids was performed. Diagnostics were performed and deposits were observed on both side of the lens so, intensive steroid treatment was prescribed. It was also reported that onset of problem was 1 month after surgery and that additional procedures were performed: "ear side incision. Horizontal fixation." As of (B)(6) 2024 problem was not resolved and patient was under observation. The lens remains implanted. The reporter states the cause of the event was unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: a review of the device labeling was completed. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Under other defects there is a possibility of (3) foreign matter adhering to the lens surface. Under precautions for use: apply with caution on the following patients (14) history of uveitis. Chronic postop inflammation is typically idiopathic and require extended steroid treatment. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim# (B)(4).

Manufacturer narrative:
Type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
Additional information: b5 - it was later reported that about 2 months postoperative days inflammatory recovery was observed. There are no abnormalities. Patient's postop corneal endothelial density was 2591. Claim#: (B)(4).